Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the follow-up on 1 may 2019, low amplitude noise oversensing was observed on both channels in one episode. The noise could not be reproduced during the follow-up. Preliminary analysis revealed that the noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.

Event description:
Reportedly, during the follow-up on (B)(6) 2019, low amplitude noise oversensing was observed on both channels in one episode. The noise could not be reproduced during the follow-up. Preliminary analysis revealed that the noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.